Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported by the perfusionist, when they were putting the back of the system controller on the primary system controller after inserting the emergency backup battery (ebb), one of the screws broke off. They sent the patient upstairs and the rest of the screws were intact. It was instructed to the perfusionist to alert the ventricular assist device (vad) team to change out the system controller when it was safe to do.